Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was confirmed a distal cover was not broken as long as it was attached properly according to the instructions for use. Therefore, the suggested event may have occurred due to the user handling as below: the distal cover was broken by chemical attack because chemical such as anti-fog agent adhered to it. Prevention methods are documented in the operation manual, chapter 3, 3.5. Following these instructions can prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
Upon follow-up with the customer, they confirmed there was no balloon involved in the event. The event description is being revised: olympus received a medwatch from the FDA by email on april 03, 2023. The medwatch states while prepping the duodenoscope with the olympus distal cover for an endoscopic retrograde cholangiopancreatography (eus ercp), it was noted the single use distal cover was broken. It is understood these covers are fragile and the customer will monitor for items coming broken. A new cover was obtained, and no further issues were reported. There was no patient harm or consequence reported as a result of this event. For the event related to the scope, please refer to patient identifier (B)(6).

Manufacturer narrative:
This report is being submitted to capture a h6 code correction for the device component. That information is located in h6. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
Olympus received a medwatch from the FDA by email on april 03, 2023. The medwatch states while prepping the duodenoscope with the olympus balloon for an endoscopic retrograde cholangiopancreatography (eus ercp), it was noted the single use distal cover was broken. It is understood these balloons are fragile and we will monitor for items coming broken. A new balloon was obtained, and no further issues were reported. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. This report is being submitted as 2 of 3. For the remaining 2 events, please reports with patient identifiers: (B)(6).